Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system extension set had dark brown, rust-looking sediments seen in the filter tubing. This was observed after completion of infusion with amiodarone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4. Additional information: g4, h3, h4, h6, h11. H11: the actual device was not available; however, four photographs of the sample were provided for evaluation. The returned photographs were reviewed, and the reported contamination was confirmed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.